Event description:
After giving insulin to a patient, nurse attempted to activate the integra insulin syringe. The nurse felt and heard a click but the needle did not retract into the syringe. The nurse then tried to force the needle into the barrel of the syringe and a needlestick occurred. The nurse went to the emergency room and was not put on any antiviral medications.

Manufacturer narrative:
Evaluation summary: three sealed unused samples were returned for an investigation. The actual device involved in this event was not available for evaluation. Inspection of the returned samples did not show any manufacturing related defects that would have contributed to the needles not retracting. The samples were also tested for needle retraction forces. Retraction forces were found to be within specification. A review of our records indicated that this is the first reported incident on the returned product lot number. There have been significant trends on this product line for the reported condition.